Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as leaking blood mixed with reagents on the right side of the instrument and was not contained. The customer was unable to determine quantity. Customer was running qc (quality control samples) when they noticed the leak. The instrument was not generating differential results. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found that the pressure port on vc26 was plugged and did not allow the vacuum chamber to drain properly resulting in overflow. The fse cleared the plug. Identification of failure modes: a plugged port on vc26 did not allow the chamber to drain properly. No erroneous results were generated in connection to the reported event. Upon recur, the failure mode identified (vc26 not draining) will likely cause erroneous results for the reticulocyte and differential parameters due to dilution errors. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).